Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid dose and concentration not reported via an implantable pump. The indication for use was malignant pain. It was reported that the patient didn¿t have the ability to go to (B)(6) for a refill the patient had missed their refill. Per the reporter the patient ¿recently fell ill¿ 5 weeks ago. Per the reporter on (B)(6) 2016 the pump started to alarm every 10 min. The patient went to the hospital on (B)(6) 2016 because the patient was having a hard time breathing. Per this reporter the patient will be going home on hospice but they will not release the patient until the pump is empty or turned off. The reporter wanted to know if the agent could tell if the pump was empty. It was reviewed that the reporter would need to follow up with the healthcare provider to check the status of the pump and silence the alarm. Per the reporter someone was helping them trying to find someone to refill the pump but the reporter stated they don¿t want that because hospice would not release the patient if they do that. The reporter called back and stated that they need to figure out how much medication was left in the pump. It was reviewed that the facility would need to contact the manufacturer to make arrangements for someone to check. Additional information received from the company representative reported that the patient was going on hospice and not expected to make it through the week. The managing healthcare provider was out of the country and the hospital wants the pump stopped so the patient could be released to hospice. The pump off pass word was requested and sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.